Event description:
The customer reported that there was fog coming from system. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - the actual component evaluated at the customer's site. The fse verified the haze or mist during cycles. The fse replaced the oil mist filter assembly that was out of specification. The fse certified the system and performed a cycle. The system meets manufacturer's specifications.